Event description:
A momentary power loss to the vibrator motor was reported as a malfunction, displaying error code malf 12. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support provided pump reset information to the customer, assisted in resetting the pump, and confirmed that the malfunction code did not recur after the reset. Customer was advised that it was safe to continue using the pump and to contact technical support if the malfunction recurred, which the customer acknowledged and understood.